Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During surgery, surgeon turned t-handle to the final position to push out the twin hook. But he felt that the hook did not fully push out. Then he tried to reconnect the inner introducer to the pin. At that time, the tip of the inner introducer broke. The broken tip was removed from the pin. After that, the surgeon attached inner extractor to the end of the hook and hit it. The surgeon confirmed the hook was fully pushed out and finished the surgery.

Event description:
During surgery, surgeon turned t-handle to the final position to push out the twin hook. But he felt that the hook did not fully push out. Then he tried to reconnect the inner introducer to the pin. At that time, the tip of the inner introducer broke. The broken tip was removed from the pin. After that, the surgeon attached inner extractor to the end of the hook and hit it. The surgeon confirmed the hook was fully pushed out and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.